Event description:
Customer reported erroneous high and imprecise accu tni (troponin I) test results were obtained for three pts when using the unicel dxi 800 access immunoassay system. Repeat analysis was performed. The test results were lower than the initial test results and were reported. No reports of death or serious injury and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes. Quality control (qc) was within specs. On (B)(4) 2009, the field service engineer replaced the aspirate probes and peri-pump tubing. Removed both of the wash pumps and cleaned the pump pistons and valves. The pumps were then reinstalled and the system primed. Performed a routine system check and all qc; all passed within instrument and established specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.